Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this lead has loss of capture in both bipolar and unipolar configurations and the patient felt a bit dizzy. It was found to be fractured. The lead was surgically abandoned and replaced.